Event description:
A hospital in (B)(6) reported that a box of 20 rt029 infant swivel wye pieces failed a leak test. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that a box of 20 rt029 infant swivel y-pieces failed the leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint rt029 infant swivel y pieces are not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of this product. Results: without any complaint devices we are unable to determine what caused the problem observed by the customer. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. If the swivel connections are not properly tightened during setup of the circuit, it is possible for a leak to occur at the swivel joint. All swivels are pressure tested before they are allowed to leave the production line. This is an automated process and the swivels would have met the required specification at the time of production.

Manufacturer narrative:
(B)(4). The product is not sold in USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.